Manufacturer narrative:
Add'l relevant info will be provided when the device evaluation is completed.

Event description:
Same case as: 1649384-2013-00043 and 1649384-2013-00044. It was reported that during surgery the struts were not fully engaged. The surgeon locked the struts in the infix implant and implanted the implant. However, upon x-ray it was revealed the struts were not fully engaged with one of the endplates. The cage was removed and the surgeon was able to easily pull the endplate off the struts. It is noted the surgeon had difficulty locking the implant prior to first implanting. Other instrumentation was used to complete the surgery.